Manufacturer narrative:
Additional information was received that the ipg was replaced per physician¿s preference and all dislodged contacts were removed from the patient's body.

Event description:
A report was received that the patient experienced loss of stimulation. It was noted that the contacts had high impedance. X-ray was taken and confirmed that the contacts became dislodged from the paddle lead. The patient will undergo a revision.

Event description:
A report was received that the patient experienced loss of stimulation. It was noted that the contacts had high impedance. X-ray was taken and confirmed that the contacts became dislodged from the paddle lead. The patient will undergo a revision.

Event description:
A report was received that the patient experienced loss of stimulation. It was noted that the contacts had high impedance. X-ray was taken and confirmed that the contacts became dislodged from the paddle lead. The patient will undergo a revision.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced loss of stimulation. It was noted that the contacts had high impedance. X-ray was taken and confirmed that the contacts became dislodged from the paddle lead. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial / lot #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that the patient underwent a revision wherein the ipg was replaced and lead was also replaced due to lead fracture. The patient was doing well after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.